Event description:
It was reported that intermittently the 9800 system c-arm displayed an overload fault and made a crackling sound. The system required a reboot. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.